Event description:
Related manufacturer report number 2017865-2021-36381. During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right atrial (ra) and right ventricular (rv) leads. The physiologist alleges ra and rv lead integrity issues. Diagnostic imaging was performed but revealed no anomalies. The event was resolved by explanting and replacing the ra and rv leads. The patient was in stable condition.

Manufacturer narrative:
Additional information was requested but is not yet available.

Manufacturer narrative:
The reported events of noise resulting in oversensing and lead integrity issue were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures, but internal shorting was noted due to procedural damage. Visual inspection of the lead did not find anomalies except for damages consistent with procedural damage.